Manufacturer narrative:
(B)(4) device portion remaining in the pt - not labeled in the IFU. (B)(4). Product was returned in a used and damaged condition. Only the proximal end (approx 1cm) of the balloon was returned. Per design failure mode effects analysis (dfmea), balloon burst, compliance, and fatigue verification testing performed. Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. Info regarding the inflation device and pressure at rupture were not reported. Lesion morphology and/or over-inflation may contribute to balloon rupture. Info provided states that there was "massive plaques with hemodynamically relevant stenoses" which most likely contributed to balloon rupture. The rated burst pressure of the device is 12 atm. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15atm). We will continue to monitor for similar complaints. No action is necessary at this time per qera as there is insufficient risk.

Event description:
Balloon ruptured during dilation procedure. Customer tried to retrieve balloon. Then the balloon ripped off and remains in pt. Pt outcome was not provided by reporter.